Manufacturer narrative:
Inratio precision data provided by end-user lot: ni, first test inr= 1.8, second test inr = 4.0, mean= 2.90; sd=1.60; %cv= 53.6%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Test strip lot# was not provided, therefore further testing cannot be performed.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.8 second test inr= 4.0.